Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low impedance measurement and loss of capture (loc) at max output prior to av node ablation procedure. The rv lead was dislodged. Lead and header were examined under fluoroscopy and appeared to be in proper position. This lead was repositioned with good sensing and capture thereafter. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.